Event description:
I went into hospital to get aneurysms removed, dr (B)(6) put graft in my arm without me knowing it, I went in surgery because I had two aneurysms in my (left arm) fistula. Dr (B)(6) said he was going to remove them, he removed them and put a graft in my arm without my knowledge. Him and dr (B)(6) and they are still not telling me what they did, but dr (B)(6) said they put a graft in. I already had a fistula and I had no problem with it. Dr (B)(6) said I did not need a graft. My left arm is throbbing with pain in my arm daily. Arm very gross.